Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that the saline bag was filling during recirculation. The machine was tagged out of service and evaluated by a bio technician. The machine has approximately 10k hours on it. The machine is back in service and has had no reported issues since. A pt was not connected to the machine at the time of the incident. No pt involvement.